Event description:
It was reported that the patient with this inflatable penile prosthesis experienced extrusion of the right cylinder through the glans. Erosion was noted. The device was explanted. The surgeon cut the cylinder and just left an implant on one side. No further patient complications were reported.